Event description:
The lead was later removed as part of a complete system extraction.

Manufacturer narrative:
Product event summary:the partial lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
The patient presented to the emergency room due to seizure-like activity. It was then discovered that both high voltage portions of the right ventricular (rv) lead were exhibiting high impedance due to suspected fracture. The patient was sent home with a life vest and later returned due to chest discomfort. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2008. (B)(4).